Manufacturer narrative:
The customer stated that no audible and visual alarms were reportedly issued by the central station on (B)(6) 2018 between 3 a.m. And 4 a.m. The medical staff noted the death of the patient during their second visit at the patient's bed in ch04g around 4 a.m. The alarm review from the intellivue mp20 patient monitor and the alarm logs from the central station were forwarded to the philips field service engineer for evaluation. The alarm review from the central station revealed that no yellow or red alarms were announced during the indicated time frame, only technical alarms were announced for the spo2 measurement, such as "spo2 no pulse", "spo2 low perfusion", "spo2 interference", "spo2 searching", and "spo2 no sensor". These inops indicated that the spo2 signal was of poor quality. It is possible that the patient was agitated, or the spo2 sensor was not correctly positioned on the patient. Philips recommends to use the signal quality indicator which allows the user to check the signal quality of the spo2 measurement. The customer was using a central station piic classic, which only records red alarms on the alarm log, however, technical alarms are not visible. However, the alarm log from the central station showed that at 05:01:58, the "arrhythmia analysis on!" Action was activated by the clinical staff on the mp20 monitor, indicating that the monitor correctly transferred the information to the central station. The customer was advised of the results of the investigation. The monitor remains at the customer site. Based on the alarm review and alarm logs provided, there is no indication that the intellivue mp20 malfunctioned. This issue was caused by a poor spo2 signal, which was indicated by numerous spo2 inops. However, these inops are not stored in the classic piic central station alarm logs. No further investigation or action is warranted. A1 patient information not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor did not trigger an alarm on the control center. It was reported that the patient died.